Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 468 mg/dl. The customer was treated by insulin drip. Troubleshooting was declined for high blood glucose and under delivery. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.